Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was noted that the defib conductor was distorted and the outer insulation was torn.

Event description:
It was reported that during the implant procedure, the coil unraveled with insertion through the sheath several times. The lead was not implanted. No patient complications have been reported as a result of this event.